Manufacturer narrative:
Additional information d9 and h3. Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. Blood was noted in the threads of the dialyzer on both header caps. The dialyzer was subjected to a laboratory leak test and a leak was detected from beneath the non-cavity ID end header cap. Upon removal of the header caps a polyurethane (pu) sliver was found on the non-cavity ID end, at approximately 170°, with the ports positioned at 0°. The pu sliver extended under the o-ring. No other damage or irregularities were noted on the returned sample. (Although there was blood noted within the threads of both header caps, only the non-cavity ID end had a failure. As the blood leak was external, the blood may enter the threads of the non-leaking header cap from the outside). A production records review was performed on the reported lot. There were no other complaints of any kind reported against the lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. The probable causes for a pu sliver include: improperly seated potting caps (used during the manufacturing process) and debris that may be present in the hoppers or feeder bowl. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes.

Event description:
A user facility administrator reported that a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak at the header, leaking outside the dialyzer. The leak was visually observed. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. Blood leak test strips were not used to test for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 20ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Correction to h6 investigation findings

Event description:
A user facility administrator reported that a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak at the header, leaking outside the dialyzer. The leak was visually observed. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. Blood leak test strips were not used to test for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 20ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Event description:
A user facility administrator reported that a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak at the header, leaking outside the dialyzer. The leak was visually observed. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. Blood leak test strips were not used to test for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 20ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.